Manufacturer narrative:
The display was blank because the battery tube connector was not plugged in properly.

Event description:
It was reported that the display on the insulin pump was blank. Prior to the blank display, the insulin pump was dropped onto a hard surface. The reported blood glucose reading was 235 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.